Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
(B)(4) discovered a serious event involving a (B)(4) product in a (B)(4). (B)(4) is not in possession of any medical information regarding the event; and thus, out of an abundance of caution based on the diagnosis (microbial keratitis) this event is being reported in the absence of medical information.